Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella 5.5 with smartassist for use during cardiogenic shock. Section: table 3.2 impella catheter components. ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient experienced continuous bleeding and sepsis during support. Three units of packed red blood cells, as well as fresh frozen plasma and cryo were administered to counteract the bleed. Bioglue was placed on the graft as well as surgiflo and a pressure dressing to manage the condition. Due to the noted bleed and sepsis, the decision was ultimately made to remove the pump. The site was washed out and the pump was explanted successfully.